Event description:
It was reported, that the deflectable videoscope's screen did not appear. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Based on the visual inspection and functional test performed on the returned device, the device did not meet the standard specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, physical stress was applied to the insertion section during user handling which caused the charged-couple device (ccd) unit to be damaged. The damaged ccd likely caused image issues. However, a definitive root cause could not be determined. It was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject events 1 and 2. Olympus will continue to monitor field performance for this device.